Manufacturer narrative:
Correction: d4 additional information: d8, d9, g3, g6, h2, h3, h6 medtronic conducted an investigation based upon all information received. The device was available for evaluation. The sensor was tested on a different device and gave correct readings, while another sensor tested on the original device showed no change. A comparison of finger sensor readings to forehead sensor readings indicated that the forehead readings were better, while the finger sensor continued to display lower spo2 values. It was reported that the sensor provided low and incorrect oximetry readings. The reported issue could not be confirmed. The most likely cause was not available because no problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the sensor provided low and incorrect oximetry readings. The same sensor was tested on a different device and gave correct readings, while another sensor tested on the original device showed no change. A comparison of finger sensor readings to forehead sensor readings indicated that the forehead readings were better, while the finger sensor continued to display lower spo2 values. Troubleshooting steps included swapping sensors and devices to isolate the issue. No patient complications have been reported as a result of this event.